Event description:
Patient was revised due to poly wear of the insert and loosening of the tray.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the exact root cause, the initial report indicates that there was a poly wear generated cyst under the tibial tray that was likely a contributing factor to the loosening. The need for corrective action was not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.